Event description:
49 days after a coronary artery drug eluting stenting treatment procedure the pt expired due to a cerebrovascular accident (cva). During the index procedure one unk taxus express2 8.8% drug eluting stent was placed in an unk target vessel. No further info is available at this time, but additional info has been requested.

Event description:
It was further reported that the site of manufacture for this device was maple grove. The MFR number should have been a 6000093-xxxx-xxxxx number. The pt received one taxus express2 8.8% 3.00x32 mm drug eluting stent. The cause of death was ischemic cerebrovascular accident (cva). The pt hadbeen diagnosed with septic shock and diabetic ketoacidosis. The reporting physician considers the death not related to the stent placement.